Event description:
It was reported during a da vinci-assisted hysterectomy-benign surgical procedure, the vessel sealer extend (vse) instrument had delayed sealing. The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend (vse) instrument had delayed sealing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and found no sealing issue. Based on the log review and during in-house testing, no sealing issues were observed. No delayed sealing was observed. The instrument was placed a driven on an in-house system. The dislodged blade observed was manually retracted. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws open and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Additional observation not reported by site: the instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage at 0.116". No conductor wire damage or snake wrist damage was found. There was some bio debris found at the instrument tip. A review of remotefe log showed one blade jammed failure. The probable root cause of the delayed sealing cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the vse instrument found that based on log review and during in-house testing, no sealing issues were observed. The instrument was placed a driven on an in-house system. The probable root cause of the exposed blade is attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. This complaint is considered a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.